Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump and delivered a bolus. Reportedly, the customer had accidentally programmed 526 grams on the bolus screen rather than a bg values of 526 (mg/dl). The customer attributed the elevated bg level to be due to consuming carbohydrates. Reportedly, the bolus had been suspended, and review of the bolus history showed that 9.13 units of the 15 unit bolus had been delivered to the customer. During a follow-up call, the customer reported bg level decreased to 280 (mg/dl) and were stable and declined further follow-up from tandem technical support.